Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient will require revision surgery to address persistent pain and discomfort. Revision scheduled for (B)(6) 2010.